Event description:
The customer reported that the system locked up during the boot process. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger pcb output was evaluated and determined to be low. The output value was adjusted and optimized. The system was tested and found to be working as intended and returned to service.